Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.